Event description:
The surgeon revised this acs poly patient ten years ago and had kept the device. He would now like to have the explanted device analyzed. There is no add'l pt info available; therefore it is unknown if the event was previously reported as a medwatch event.